Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported product defect was confirmed as a bilateral needle to cuff miss and foot detachment were observed. The detached foot was returned with the proglide device. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Although it was reported that there was no patient involvement, returned device analysis found evidence of use in the anatomy. Cuff miss and foot separation was observed. A device in this condition would not have achieved hemostasis.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that, during unpacking the proglide device, a product defect was observed. The device was not used. There was no patient involvement. No additional information was provided. The returned device analysis found the proglide was used in the patient anatomy. Reportedly, a product defect was observed. The method used to achieve hemostasis was not reported. No additional information was provided.